Manufacturer narrative:
Correction on initial report: d.11 additional information provided: a.2, b.3, b.5, d.10 & d.11 although requested, the information on a1, a3, a4, race and ethnicity and b7 were not provided. The customer¿s reported issue with the device powering off during an infusion of heparin and normal saline is believed to be attributed to a battery disconnection while running on battery power. Testing performed on the returned devices could not replicate the reported issue. The system was powered on at 9:19 pm on (B)(6) 2020. At 9:21 pm, pump module s/n (B)(6) was programmed with an IV fluid infusion and at 11:21 pm, pump module s/n (B)(6) was programmed with a heparin infusion. The system was disconnected from ac source at 12:42 am on (B)(6) 2020. At 12:53 am, pump module s/n (B)(6) alarmed for channel disconnect. No further information was logged. A review of pcu battery log was found to have no recordings of lb3 (battery discharged) events on the reported incident date of (B)(6) 2020. The fact that no lb3 events were found indicates that the issue was not due to missed low battery alarms. A review of pcu error log showed system error code 800.8000 (general os failure) that was recorded on (B)(6) 2020 at 12:55:12 am. The pcu event logs reviewed by software engineering identified tracker 15249, caused by a battery that is loosely assembled to the pcu, i.e. Missing screws, screws not tightened or missing battery feet. This causes an intermittent battery contact that leads to an unexpected shutdown of the pcu. A system error code 800.8000 may occur during restart after pcu was previously running on battery and lost all power. Testing of the ¿as received¿ pcu device was working as expected. Upon inspection, one battery screw was missing while another battery screw not fully seated. Third-party battery was found to be installed. The battery cable assembly connecter harness was observed with a bent pin 1(bat+). The alaris system directions for use v9.12 states to use only approved batteries and accessories. Review of the service history record showed that the pcu device s/n (B)(6) had a manufacture date of (B)(6) 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 31mar2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The probable cause of the customer's report of the device powering off during an infusion of heparin and normal saline is believed to be attributed to disconnection of battery while running on battery power. During the investigation the battery was found to be inadequately installed. The proximate root cause of 800.8000 was attributed to a software issue that occurred during an unexpected shutdown of the pcu and showed next time the pcu was powered back on.

Event description:
It was reported that the device powered off during an infusion of heparin and normal saline. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device powered off during an infusion. There was no patient harm.